Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that a device movement occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). At a routine 45 day follow up examination, a 10mm leak was observed. No patient complications were reported.